Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.